Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The cause of this issue could not be determined. The device was retained by physio-control and a replacement device was provided to the customer.

Event description:
The customer contacted physio-control to report that their device would not complete start up. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use reported with the event.